Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device not functioning resulting in recurring incontinence could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of the device not functioning resulting in recurring incontinence cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device not functioning resulting in recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The procedure was successfully completed and the patient is expected to fully recover.